Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: edwards sapien 3 ultra reslia 26mm, serial #: unknown, ubd: unknown, UDI#: unknown updated data: b1. B2. Outcome attributed to adverse event and date of death. B5. A second paragraph was added. H1. Type of reportable event h2. Patient codes and device code were added. Additional codes. Annex g and annex f codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years, eight months following the implant of this transcatheter bioprosthetic valve, the patient was admitted for chest pain experienced during exertion. The day after admission, an angiogram was performed and did not reveal significant coronary artery disease, but showed severe aortic insufficiency. A transthoracic echocardiogram and a transesophageal echocardiogram both showed severe aortic stenosis and aortic regurgitation. A computed tomography was also performed; however, results were not provided. Medication was administered. The patient will be evaluated for an outpatient valve-in-valve procedure. Additional information was received that thirty days after the patient presented with chest pain, the patient underwent an elective valve-in-valve transcatheter aortic valve (tav) replacement procedure using a non-medtronic valve. Following valve deployment, the non-medtronic valve embolized in to the left ventricle. The valve was unable to be snared. The patient was placed on cardiopulmonary bypass and the procedure was converted to open heart surgery to repair the apex of the left ventricle and the left ventricular outflow tract which were lacerated. The non-medtronic valve was removed. The implant team proceeded to remove the tissue from the existing medtronic valve and implant a different 23mm non-medtronic valve at the waist of the existing medtronic valve under direct visualization. The non-medtronic valve was placed. However, bleeding continued, the patient became hypotensive, suffered cardiac arrest, and died. An autopsy was not performed.

Event description:
Medtronic received information that approximately seven years, eight months following the implant of this transcatheter bioprosthetic valve, the patient was admitted for chest pain experienced during exertion. The day after admission, an angiogram was performed and did not reveal significant coronary artery disease but showed severe aortic insufficiency. A transthoracic echocardiogram and a transesophageal echocardiogram both showed severe aortic stenosis and aortic regurgitation. A computed tomography was also performed; however, results were not provided. Medication was administered. The patient will be evaluated for an outpatient valve-in-valve procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: device evaluation via transesophageal echocardiogram (tee) imaging provided from october 16, 2024 was performed. An ejection fraction approximately 55% - 60% was measured. The prosthetic leaflets appear thickened. The non-coronary cusp (ncc) leaflet appeared frozen. Severe central aortic regurgitation with an eccentric jet was identified. Continuous aortic flow was observed due to a possible torn prosthetic leaflet near the left coronary cusp (lcc). Mild aortic stenosis with an atrio-ventricular (av) max of 317 centimeters per second (cm/s) and a mean gradient of 18 millimeters of mercury (mm hg) were also identified. Mild mitral regurgitation with two jets was also observed. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years, eight months following the implant of this transcatheter bioprosthetic valve, the patient was admitted for chest pain experienced during exertion. The day after admission, an angiogram was performed and did not reveal significant coronary artery disease, but showed severe aortic insufficiency. A transthoracic echocardiogram and a transesophageal echocardiogram both showed severe aortic stenosis and aortic regurgitation. A computed tomography was also performed; however, results were not provided. Medication was administered. The patient will be evaluated for an outpatient valve-in-valve procedure. Additional information was received that thirty days after the patient presented with chest pain, the patient underwent an elective valve-in-valve transcatheter aortic valve (tav) replacement procedure using a non-medtronic valve. Following valve deployment, the non-medtronic valve embolized in to the left ventricle. The valve was unable to be snared. The patient was placed on cardiopulmonary bypass and the procedure was converted to open heart surgery to repair the apex of the left ventricle and the left ventricular outflow tract which were lacerated. The non-medtronic valve was removed. The implant team proceeded to remove the tissue from the existing medtronic valve and implant a different 23mm non-medtronic valve at the waist of the existing medtronic valve under direct visualization. The non-medtronic valve was placed. However, bleeding continued, the patient became hypotensive, suffered cardiac arrest, and died. An autopsy was not performed. Additional information was received that reported the administration of dobutamine, vasopressin and norepinephrine. Additional information received indicated that the angiogram did not identify significant coronary artery disease. The patient was initially discharged 3 days following the chest pain onset. The results of the computed tomography (CT) included an aortic valve-in-valve assessment status post a 34 mm medtronic valve. The valve was well seated. Measurements were made in the 30% phase. The prosthesis inner major diameter measured 23 mm, a minor diameter of 21 mm, a circumference of 74 mm, and an area of 414 mm2. There was no significant prosthetic leaflet thickening or calcification. Imaging was reported as suboptimal, however there was variable aortic regurgitation. It was unclear if the regurgitation was a combination of valvular and paravalvular. At times the regurgitation seemed significant, intermittently on parasternal long axis views. Apical views were also suggestive of significant aortic insufficiency. As reported, when compared to a prior study approximately 7 months prior, the doi and valve area had decreased while the gradients had increased. The peak systolic gradient was 31.0 millimeters of mercury (mm hg). The mean systolic gradient was 17.0 mm hg. The left ventricular outflow tract (lvot) to the aortic valve vti ratio was 0.33. The valve area by the velocity-time integral method was 1.51 cm². Additional information was received to report following the migration of the non-medtronic valve, pericardial tamponade presented. During open heart surgery the fluid was evacuated. The patient was weaned from cardiopulmonary bypass; however, the patient's body was unable to maintain hemodynamic stability even with resuscitative measures.

Manufacturer narrative:
Updated/corrected data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the angiogram did not identify significant coronary artery disease. The patient was initially discharged 3 days following the chest pain onset. The results of the computed tomography (CT) included an aortic valve-in-valve assessment status post a 34 mm medtronic valve. The valve was well seated. Measurements were made in the 30% phase. The prosthesis inner major diameter measured 23 mm, a minor diameter of 21 mm, a circumference of 74 mm, and an area of 414 mm2. There was no significant prosthetic leaflet thickening or calcification. Imaging was reported as suboptimal, however there was variable aortic regurgitation. It was unclear if the regurgitation was a combination of valvular and paravalvular. At times the regurgitation seemed significant, intermittently on parasternal long axis views. Apical views were also suggestive of significant aortic insufficiency. As reported, when compared to a prior study approximately 7 months prior, the doi and valve area had decreased while the gradients had increased. The peak systolic gradient was 31.0 millimeters of mercury (mm hg). The mean systolic gradient was 17.0 mm hg. The left ventricular outflow tract (lvot) to the aortic valve vti ratio was 0.33. The valve area by the velocity-time integral method was 1.51 cm².

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the administration of dobutamine, vasopressin and norepinephrine.